Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "alarm, drain failure" is confirmed. The pump alarmed "drain failure" during functional testing. Dried blood and condensation were noted inside the vent valve v1 and drain valve v4 during the investigation. The sticky drain valve is the cause of the reported complaint. No iab leak/rupture was reported. The root cause of how the blood entered the pcs assembly is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This issue will be monitored for any developing trends.

Event description:
It was reported via a field service report that the pump had drain failure alarms while on the patient. The pump was switched out quickly. There were no patient complications. The pcs assembly was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report that the pump had drain failure alarms while on the patient. The pump was switched out quickly. There were no patient complications. The pcs assembly was replaced.